Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod's cannula did not insert properly. Symptoms reported include hyperglycemia and not feeling well. The patient was treated with IV (intravenous) fluids and insulin/potassium. The patient was also prescribed lantus (10 units), lispro and zofran. The patient was released the following day. The pod was worn when seeking medical attention.